Event description:
It was reported that the patient was experiencing inadequate pain relief despite reprogramming attempts. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively. The explanted device components were discarded by the facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads MRI. Upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 21038284/5019472. Product family: scs-lead fixation-MRI. Upn: m365sc43190, model: sc-4319, serial: na, batch: 21292081.